Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact from the issue. The customer opted to use multiple daily injections (mdi) as a backup therapy.